Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to consuming food and not ¿having a chance¿ to deliver a bolus, the customer¿s blood glucose (bg) elevated to over 500 mg/dl. A correction bolus was delivered. Tandem technical support advised the customer to discuss the event with a healthcare provider.